Manufacturer narrative:
G4: 28may2020. B4: 03jun2020. The biomedical engineer contacted product support and requested part ID for touchscreen. The product support provided customer rp-touch screen part number. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20jul2020 b4: (B)(6) 2020 failure analysis on the returned touchscreen shows that the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21may2020. B4: 27may2020. The biomedical engineer states that he did not send the unit to the bench repair. He is trying to repair the unit and order the touch screen a supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28feb2020.

Event description:
The customer reported that the touchscreen will not calibrate. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.